Event description:
A malfunction was reported with the customer's pump, displaying malf 13 and fault ID 0x221b, which was not resettable. There was no adverse impact to the customer's blood glucose level. Cts arranged for the pump's replacement and advised the customer on returning the faulty pump. The customer reverted to an alternate method of insulin therapy.